Event description:
It was reported by the customer that during a numbing procedure. The needle came out of the plastic hub as the nurse practitioner was retracting the needle after the procedure. No information was received regarding any serious injury as a result of this reported issue.